Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot was received. Investigation is not complete. The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field. The info on reprocessing of the device was requested; however, no response has been received.

Event description:
The customer contact reported a leak below the flush device; subsequently, blood loss was noted. It was reported that during a flush of the tubing set after blood was drawn from the sampling port, an unspecified amount of blood leaked from the sampling port. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.